Event description:
A customer contacted beckman coulter regarding a low platelet (plt) result from a single pt sample that was generated by the coulter lh 500 instrument. The initial plt result was 44x10 to the third power cells/ul. The plt result was reported out of the lab and questioned by a physician. The customer re-tested the pt original sample for plt and the repeated result was 95x10 to the third power cells/ul. There was no affect to pt as a result of this event.

Manufacturer narrative:
Qc is run every 8 hours and was performed before and after the event. The initial and the repeated results were printed with "al"flags. (Al-result is lower than your action low limits. Follow your laboratory's policies for reviewing the sample). A field service engineer (fse) was dispatched to the customer's lab: the fse replaced several hardware components. The fse verified tubing through all cbc related pinch valves. The fse performed latex calibration. The fse cycled instrument over 80 times without any issues. The fse verified repair per established procedures. Results met published performance specifications. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.